Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 362 mg/dl after a supply change and use of a steel cannula infusion set, with rising glucose noted following a recent meal and confirmed tubing fill prior to insertion. Symptoms included elevated blood glucose. Outcomes included user monitoring and continued device use after site change and resumed delivery. Investigation included guided troubleshooting to disconnect and test tubing for flow, inspection of the cartridge for leaks, site replacement, tubing fill, and resumption of delivery, with no alerts or alarms reported. Investigation of this case revealed no evidence of occlusion, leakage, or mechanical malfunction, and the event was consistent with hyperglycemia of unclear cause potentially influenced by meal timing and prior corrective meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.